Event description:
It was reported that the customer was hospitalized twice on (B)(6) 2011 due to high blood glucose. The blood glucose reading was 534 mg/dl. It was stated that the bolus history revealed a no delivery alarm, and the prime history showed an infusion set change after receiving the alarm. It was stated that the customer changed the infusion set several times. Explained to the caller that it cannot rule out the infusion pump without performing a manual prime and high pressure test. Also explained the two high blood glucose rule and to test frequently to avoid going high. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.